Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the patient has a short with 0<(>&<)>1 electrode showing 39 ohms on the left gpi. It was stated that the patient is programmed on 9<(>&<)>11 on the right side, and 0<(>&<)>3 on the left gpi with them receiving good therapeutic benefit. The hcp confirmed the short has been there since 2014. There were no patient symptoms alleged. On (B)(6) the rep reported that the patient is programmed on two other contacts which have normal impedance. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.